Event description:
It was reported that the ventricular lead underwent a polarity switch, and exhibited unipolar impedance higher than bipolar impedance. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the ventricular lead underwent a polarity switch, and exhibited unipolar impedance higher than bipolar impedance. It was further reported that the lead was capped and replaced. No patient complications have been reported as a result of this event.